Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had broken tips. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.